Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the spring is missing and he doesn't know how it became missing. Dealer is stating he is not sure if it got bent or not. Per information gathered, checked the quote, the part number is 1136940 which would indicate the spring is for the walking beam mounting.